Event description:
During a routine hemodialysis treatment a large volume of air in the arterial blood line was observed. The treatment was discontinued and the blood was not returned. The subsequent treatment was also discontinued without rinseback of the pt's blood due to an alarm that could not be resolved in a timely manner. Total blood loss was 380cc for both treatments. Pt's regular scheduled blood transfusion was moved up one week; pt received 2 units of pbbcs. No other medical care provided.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air in the blood circuit. Nxstage medical considers this report closed. No additional info will be provided.